Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the 2.5 x 28 mm xience v stent was implanted in the mid left ascending diagonal (lad) on (B) (6) 2008. On (B) (6) 2010, the pt was hospitalized for unstable angina. Functional stress test was positive. Lab tests, performed on (B) (6) 2010, included troponin I of 0.06 ng/ml (nul 0.05). An angiogram was performed on (B) (6) 2010, showing that greater than 70% mid lad had restenosis; therefore, the target lesion was revascularized using a xience stent implant. No add'l info was provided.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported pt effect of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.